Event description:
Initial info was received from a consumer on (B)(6) 2012: a (B)(6) female with no reported medical history initiated poly-l-lactic acid (sculptra aesthetic) first injection in (B)(6) 2011 and a second injection on an unk date into her hands for cosmetic reasons (dosage not specified). After her first injection, she developed bumps. The second treatment exacerbated the situation. She did not know how much poly-l-lactic acid was injected. She has 6 or 7 nodules on one hand and several on the other. They range in size from ¼ inch to ½ inch in diameter. The physician injected steroids into the nodules, but it did not help. She may have to have them surgically removed. She does not want to be contacted again. No further relevant info reported.